Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was difficult to press. Reportedly, the wake button was becoming stuck down and had to be pressed multiple times for the pump to respond. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Customer had elevated blood glucose levels (approximately 200 mg/dl). An insulin injection was delivered to stabilize blood glucose levels. Reportedly, customer will continue to use the pump for insulin therapy.